Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's husband reported finding a fluid leak following his wife's treatment. He was preparing the cycler for her next treatment when he removed the cassette and found a fluid leak. The patient was switched to manual treatment. The set was discarded. During follow up, the patient's husband reported that his wife had passed away (B)(6) 2014. During additional follow up, the patient's pd nurse reported that the patient did not require intervention for this leak incident. Her death was not related to this event or her pd treatment. She had been removed from pd treatment the day before her passing due to unrelated pre-existing medical conditions and extended illness. The nurse reported she had difficulty eating or swallowing which contributed to her passing.